Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
It was reported by the patient's spouse that the patient was deceased. Information identified in the manufacture's database indicated the patient died approximately 10 months post implant of the implantable cardioverter defibrillator (ICD) system. A cause of death was requested and not received.